Event description:
Caller reported that the mobile app lost controls on the screen while loading a cartridge. There was no adverse impact to the customer's blood glucose level. The caller successfully re-launched the app, and no further assistance was required.